Event description:
Additionally, healthcare professional reported ¿chronic pain in right breast and right shoulder¿ and ¿ruptured implant and silicon in axillary lymph nodes¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.1., d.2., d.4., g.5., h.6.

Manufacturer narrative:
Clarifications to a.2.: date of birth: partially known 1981. Continued h.6. Health effect- impact code: f2203. Additional, changed, and/or corrected data: a6, b3, b5, g1, g2, h6.

Event description:
Healthcare professional reported right side "broken breast implant." Additionally, healthcare professional reported ¿chronic pain in right breast and right shoulder¿ and ¿ruptured implant and silicon in axillary lymph nodes¿.device has been explanted with non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken breast implant."

Event description:
Physician reported "broken breast implant." Device has been explanted. Affected side unknown.